Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant results were obtained, the customer replaced the sensor. The patient was then redrawn and the customer ran quality controls and the redrawn sample. The quality controls were within range and the patient results were as expected. The cause of the falsely low sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The patient was then redrawn and the new sample was tested on the same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.